Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited large rail to rail artifact noise while in secondary vector observed in an atrial fibrillation (af) event. The system impedance was within normal range and all previous episodes appear appropriate. Technical services (ts) discussed obtaining imaging and isometrics testing with the health care professional (hcp). This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a different electrode. A return request is being sent to the field. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.